Event description:
The customer tested his blood glucose and received a reading of 321 mg/dl using his breeze2 meter. After testing, the customer went to bed. It's not known if he medicated based on the meter reading. Two hours after going to bed, paramedics were called because the customer was not responsive. Paramedics tested his glucose at 14 mg/dl. The customer was treated with IV glucose. The customer was not able to troubleshoot, but his test strips and meter were returned for eval. Replacement products were sent to the customer.